Event description:
On (B)(6) 2013, a 29mm epic mitral valve was implanted. The patient presented to the hospital with dyspnea. Transesophageal echocardiogram showed a leaflet tear, valve pressure gradients of 70/25mmhg (peak/mean), mitral insufficiency with an eccentric jet toward the left atrium, and prolapse of the posterior mv leaflet as well as pulmonary hypertension. On (B)(6) 2018, the valve was explanted and a 29mm epic mitral valve was implanted as the replacement. The patient is reported to be recovering.

Manufacturer narrative:
Events of cuspal tears, mitral insufficiency, prolapse, and pulmonary hypertension were reported. Cuspal tears were confirmed on all three cusps. A loss of collagen fibers, consistent with the thinning of cuspal tissue, was also observed on all three cusps. Cusp 1 contained microcalcifications in the base of the cusp tissue. No acute inflammation was present in the valve. There was no evidence of a device malfunction and it was reported the patient had comorbidities including the presence of pulmonary hypertension.

Event description:
On (B)(6) 2013, a 29mm epic mitral valve was implanted. In 2018, the patient presented to the hospital with dyspnea. Transesophageal echocardiogram showed a leaflet tear, valve pressure gradients of 70/25mmhg (peak/mean), mitral insufficiency with an eccentric jet toward the left atrium, and prolapse of the posterior mv leaflet as well as pulmonary hypertension. On (B)(6) 2018, the valve was explanted and a 29mm epic mitral valve was implanted as the replacement. The patient is reported to be recovering.